Event description:
It was reported by svc report that the IV pole was broken with the potential to fall in an unintended direction. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
(B)(4) - IV pole.